Event description:
Caller reported a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, which resolved the error. The customer then waited 20 minutes before initiating the sensor session, and the cgm started successfully.